Event description:
It was reported that the patient complained of an intermittent shocking sensation occurring in the patient's neck. It was not possible to reproduce the sensation with various tests in the clinic, including isometrics and programming. The chronic lead trend was programmed off on the device as an attempt to alleviate the sensation, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.